Manufacturer narrative:
(B)(6). The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pto) of a shunt lesion with a 7mm4cm 90 length saber pta catheter, leakage was confirmed and the balloon was not inflated.  Therefore, it was replaced with a new saber pta catheter and the procedure was successfully completed.  There was no reported patient injury. The product will be returned for analysis.  There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prep normally.  Additional procedural details were requested but are unknown.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pto) of a shunt lesion with a 7mm x 4cm 90cm saber pta catheter a leakage was confirmed and the balloon was not inflated.  Therefore, it was replaced with a new saber pta catheter and the procedure was successfully completed.  There was no reported patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components.  There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prep normally.  Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile saber 7mm x 4cm 90cm balloon catheter was returned. Per visual analysis the balloon was deflated. No anomalies were noted. An empty pouch was returned folded along with the returned catheter inside the same plastic bag. Per visual analysis, the empty inner pouch packaging of product was received opened at label side. The pouch was labeled as catalog 48007004s, lot number 17478540. Per functional analysis a .018¿ guide wire (lab sample) was inserted via the tip through the unit. Then, water was applied to the catheter and balloon successfully inflated. No anomalies were found. A device history record (DHR) review of lot 17478540 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system- leakage¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.